Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient felt irritated, thirsty, and was urinating frequently. The patient uses insulet op5 in modified closed loop. When he checked his cgm, it showed 71 mg/dl. He then pricked his finger, and his bg was 288 mg/dl. He administered 4.15 units of fast-acting insulin pen (lispro) and called his doctor. The doctor advised him to go to the clinic. There, his sugar was tested again via fingerstick and showed 438 mg/dl, while the cgm still read 71 mg/dl. He was given 3 units of insulin pen (the patient did not specify the brand) and stayed in the clinic for 1.5 hours. Upon discharge, his blood sugar was 198 mg/dl, and his cgm reading was 82 mg/dl. He reported feeling better and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. When the patient was at the clinic, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 11/11/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Device analysis with the returned product would not confirm the issue nor determine a probable cause. The probable cause could not be determined via product. No injury or medical intervention was reported.